Event description:
Healthcare professional reported that approximately 6 months post implant the valve was replaced because the dacron shelf was disrupted from valve. The valve was returned for analysis.